Event description:
It was reported that the right atrial lead was capped and noted to be unusable. Further information clarified that the lead had intermittent noise and high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 4068-58, lead, implanted: (B)(6) 1999. (B)(4).